Event description:
Patient reported baker grade IV for left side confirmed via medical report.

Manufacturer narrative:
Correction to reason for removal: "very strong cervical and left shoulder contractures [baker grade unspecified], capsule, axillary inflammation, [and] lymph nodes." A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: weight to the spec and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Patient reports very strong cervical and left shoulder contractures, capsule, axillary inflammation, lymph nodes. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and lymphadenopathy " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and lymphadenopathy.